Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient went to the ER on (B)(6) 2017 for an episode of explosion of pain in lower back. The clinical diagnosis was unsatisfactory analgesia. The action taken was the patient was prescribed a medrol dose pack on (B)(6) 2017. Lower back pain on (B)(6) 2017 was noted. The event resulted in an unscheduled clinic or office visit. The device was reprogrammed on (B)(6) 2017. The event was possibly related to the device or therapy, specifically related to programming, but not related to the implant procedure. The outcome resolved without sequelae on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the "episode of explosion of pain" in the lower back was not determined.